Event description:
A home pt's relative reported a leak. The home pt's relative stated that when she was loading the cassette into the machine, it didn't seem to fit right. She stated is was a tight fit and she had to hold the cassette in order to close the door. Later, she heard a puffing noise coming from the room and observed air bubbles in all of the tubing. The drain bag was also full of air and the rug beheath the drain line was wet. At this point baxter's technical svc ctr was called and therapy was entered. The home hpt finished therapy manually. There are no animals in house. The home pt's relative stated she uses scissors to open the cassette packaging. The home pt's nurse was notified of the leak. The home pt is feeling well. No pt injury or med intervention was associated with this report per the home pt's relative.